Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the filter struts tenting the inferior vena cava (ivc) wall with perforation medially with near impingement on adjacent infrarenal aorta, enlarged prostate, prostatectomy and a transient ischemic attack (tia) after prostatectomy. As a direct and proximate result of these malfunctions the patient, suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate results, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. An inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The briefing mentioned that a perforation occurred. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Transient ischemic attacks, a temporary blockage of blood flow to the brain, does not represent a device malfunction. Without additional information available, it is indeterminable if the tia was related to the ivc filter. Possible clinical conclusion for these may be related to patient factors and comorbidities. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the filter struts tenting the inferior vena cava (ivc) wall with perforation medially with near impingement on adjacent infrarenal aorta, enlarged prostate, prostatectomy and a transient ischemic attack (tia) after prostatectomy. As a direct and proximate result of these malfunctions the patient, suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate results, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.

Manufacturer narrative:
Section b5: addendum for additional information received: according to the information received in the medical records, the patient had a history of deep vein thrombosis (dvt), acute renal failure, coronary artery disease (cad), hypertension, sick sinus syndrome, small foramen ovale and multiple old strokes. The first stroke was in 2008 and caused right hemiparesis. At that time, the patient was also found to have peripheral vascular disease (pvd) and pulmonary embolism (pe). The patient also had a pacemaker/defibrillator implanted. The records show multiple office visits to neurology for stroke and tia follow up and numerous follow up visits to urology for follow up care associated with an enlarged prostate and subsequent removal. During the filter placement procedure, the filter was positioned in the infrarenal at the level of l3. There was no significant tilt however, the filter struts tent the ivc wall and early perforation was suspected. There was no strut fracture of missing components and no pericaval hematoma. However, there was marked enlargement of the prostate noted. The computerized tomography (CT) scan results have been provided. The recommendation from the review was to obtain a kidneys, ureters, and urinary bladder (kub) and CT scan of the abdomen and pelvis. Twelve days post filter implantation, the patient underwent placement of a non-cordis right internal jugular dialysis catheter for acute renal failure. Approximately one hundred and two months post implantation, the patient underwent an open prostatectomy for a large prostate and hematuria. Eleven days after that, the patient experienced a tia with right handed weakness. It is noted that the neurologist advised that the patient should be put back on blood thinners. Approximately nine years and two months post implantation, the patient underwent surgery for bladder neck obstruction. Ten years and a month post implantation, the patient underwent a CT scan that showed that the ivc filter distends and stretches the walls of the ivc, however likely does not perforate the wall of the ivc. The following additional information received per the patient profile form (ppf) indicates that the patient became aware of the alleged events approximately eighty-six months post implantation. The patient reports that the filter is embedded other than in the wall of the ivc, that the bladder is filled with clots requiring evacuation and the prostatectomy, recurrent infection and hematuria. There is no documented attempt to retrieve the filter. The patient also notes to be experiencing shortness of breath (sob) when doing strenuous activity, decreased sex life following the stroke and the insertion of the filter and fear. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter is embedded, the struts are tenting the inferior vena cava (ivc) wall with perforation medially with near impingement on adjacent infrarenal aorta, enlarged prostate, prostatectomy and a transient ischemic attack (tia) after prostatectomy. The patient also notes to be experiencing shortness of breath (sob) when doing strenuous activity, and the insertion of the filter gas caused fear. According to the medical records, the patient had a history of deep vein thrombosis (dvt), acute renal failure, coronary artery disease (cad), hypertension, sick sinus syndrome, small foramen ovale and multiple old strokes. The first stroke caused right hemiparesis. At that time, the patient was also found to have peripheral vascular disease (pvd) and pulmonary embolism (pe). The patient also had a pacemaker/defibrillator implanted. The records show multiple office visits to neurology for stroke and tia follow up and numerous follow up visits to urology for follow up care associated with an enlarged prostate and subsequent removal. During the filter placement procedure, the filter was positioned in the infrarenal at the level of l3. Twelve days post filter implant, the patient underwent placement of a non-cordis right internal jugular dialysis catheter for acute renal failure. Approximately eight and a half years post implant, the patient underwent an open prostatectomy for a large prostate and hematuria. Eleven days after that, the patient experienced a tia with right handed weakness. It is noted that the neurologist advised that the patient should be put back on blood thinners. A medical review conducted by an outside source, of a computed tomography (CT) scan performed approximately eight and a half years post implant noted that the patient had a history of deep vein thrombosis, pulmonary embolism, stroke and acute renal failure and that an ivc filter was implanted. The review noted that the ivc was positioned in the infrarenal at the level of l3, there was no significant tilt, the filter struts tent the ivc wall and early perforation is suspected. There is no strut fracture or missing components, no pericaval hematoma, however marked enlargement of the prostate was noted. The recommendation from the review was to obtain a kub and CT scan of the abdomen and pelvis. The CT scan results have not been provided. Approximately nine years and two months post implant, the patient underwent surgery for bladder neck obstruction. Ten years and one-month post implant, the patient underwent a computed tomography (CT) scan that showed that the ivc filter distends and stretches the walls of the ivc, however likely does not perforate the wall of the ivc. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number provided is invalid; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Following implant, the predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or images for review the reported event(s) could not be confirmed and a clinical determination made. Anxiety and shortness of breath do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.